Event description:
There was an allegation of questionable sodium results from the cobas pro ise analytical unit. Sample 1 initial result was 150 mmol/l, and the repeat result was 150 mmol/l. The repeat result on another analyzer was 140 mmol/l. Sample 2 initial result was 149.1 mmol/l, and the repeat result on another analyzer was 142.3 mmol/l. The repeat results were believed to be correct.

Manufacturer narrative:
The electrode lot number was dva30 with an expiration date of 15-apr-2026. The field service engineer found there was possible contamination in the flow path. He ran multiple flow path cleanings, replaced solenoid valves, replaced the sample probe, and performed adjustments. He ran ise checks followed by ise calibration, qc, and precision. All checks were acceptable. The investigation determined that the service actions resolved the issue.